Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during procedure to use hawkone lx and spider fx, using ultrasound guidance and a seldinger technique, the right common femoral artery was accessed with a micropuncture kit and upsized to a 5fr sheath over a wire. Ultrasound was used to confirm vessel patency, localized needle into the luminal vessel, and for safety purposes a picture was saved for the medical record. An omniflush catheter was taken to the perirenal aorta and a co2 aortogram was performed. The omniflush catheter was brought to the aortic bifurcation and a pelvic angiogram was performed. The omni flush catheter was advanced in an up-and-over fashion over the aortic bifurcation and a left lower extremity selective angiogram was performed. The sheath was upsized over the wire to a 7fr sheath. A stiff straight glidewire and glide catheter were used to attempt to traverse the chronic total occlusion from above. This was unsuccessful to re-enter the true lumen as there was a blind segment just above the reconstitution that ended in the collateral. Given this, retrograde access was obtained via fluoroscopic guidance and access to the p1 segment of the popliteal artery with a spinal needle and non-medtronic wire in the typical fashion. Catheter was then inserted into the p2 segment of the popliteal artery and using the non-medtronic wire, the occlusion was crossed from below and through-and-through access was obtained. The lesion was predilated with a 3 mm balloon. A glide catheter was advanced to the p3 segment of the popliteal artery and a 7 mm spider filter was deployed. A 7fr hawk one lx device was used to atherectomize the entire left sfa. A post-dilatation with a 5 mm balloon was performed. Angiographic result was suboptimal with multiple areas of dissection and vessel recoil. It was decided to proceed with placement of a non-medtronic drug-eluting stent, now that the calcified plaque had been debulked. The stents were two 7mm x 120mm and one 7mm x 100mm drug-eluting stents. These were then post dilated with a 6 mm balloon. The filter was captured, and a completion angiogram was performed. There was evidence of distal embolization in the common plantar artery. At this point, a glide catheter and glidewire were advanced down to the posterior tibial artery. This was exchanged for a pt2 wire. Nitroglycerin was infused. A primary percutaneous mechanical thrombectomy with a 7fr export device was performed and the embolic debris was removed. A completion angiogram revealed a successful percutaneous thrmboembolectomy. Runoff was unchanged from pre procedure. The catheters, wires and sheaths were brought back. The aortic bifurcation was evaluated. Given the stent grafts that were present in the left common iliac artery, there was infolding from going up-and-over. An ultrasound was used to gain access to the left common femoral artery and upsized to 6fr sheat over a wire. Both common iliac artery stents were angioplastied with an 8mm x 20mm balloon. Completion angiogram reveals widely patent stents with no evidence of stenosis or flow-limiting distortion in the stent. The left femoral puncture was closed with a 6fr angio-seal and the right femoral puncture was closed with an 8fr angio-seal. Distal pulses were intact. There were no complications. Patient was transferred to pacu in stable condition.

Event description:
Physician used a hawkone and spider fx for the treatment of the mid superficial femoral artery presenting (B)(4) stenosis. Using ultrasound guidance and a seldinger technique, the right common femoral artery was accessed with a micropuncture kit and upsized to a 5fr sheath over a wire. Ultrasound was used to confirm vessel patency, localized needle into the luminal vessel, and for safety purposes a picture was saved for the medical record. An non-medtronic (omniflush) catheter was taken to the perirenal aorta and a co2 aortogram was performed. The non-medtronic (omniflush) catheter was brought to the aortic bifurcation and a pelvic angiogram was performed. The catheter was advanced in an up-and-over fashion over the aortic bifurcation and a left lower extremity selective angiogram was performed. The sheath was upsized over the wire to a 7fr sheath. A stiff straight no -medtronic wire (glidewire) and non-medtr onic (glide) catheter were used to attempt to traverse the chronic total occlusion from above. This was unsuccessful to re-enter the true lumen as there was a blind segment just above the reconstitution that ended in the collateral. Given this, retrograde access was obtained via fluoroscopic guidance and access to the p1 segment of the popliteal artery with a spinal needle and non-medtronic wire in the typical fashion. Catheter was then inserted into the p2 segment of the popliteal artery and using the non-medtronic wire the occlusion was crossed from below and through-and-through access was obtained. The lesion was predilated with a 3 mm balloon. A glide catheter was advanced to the p3 segment of the popliteal artery and a 7 mm spider filter was deployed. A 7fr hawk one lx device was used to atherectomize the entire left sfa. A post-dilatation with a 5 mm balloon was performed. It was reported that the jaw/plunger on the hawk was unable to close and pack the nosecone after the first pass through thus making it ineffective at plaque removal. They were not able to flush the device or remove the plaque manually. Angiographic result was suboptimal with multiple areas of dissection and vessel recoil. It was decided to proceed with placement of a non-medtronic drug-eluting stent, now that the calcified plaque had been debulked. The stents were two 7mm x 120mm and one 7mm x 100mm drug-eluting stents. These were then post dilated wi th a 6 mm balloon. The filter was captured, and a completion angiogram was performed. There was evidence of distal embolization in the common plantar artery. At this point, a non-medtronic (glide) catheter and non-medtronic wire (glidewire) were advanced down to the posterior tibial artery. This was exchanged for a pt2 wire. Nitroglycerin was infused. A primary percutaneous mechanical thrombe ctomy with a 7fr export device was performed and the embolic debris was removed. A completion angiogram revealed a successful percutaneous thrmboembolectomy. Runoff was unchanged from pre procedure. The catheters, wires and sheaths were brought back. The aortic bifurcation was evaluated. Given the stent grafts that were present in the left common iliac artery, there was infolding from going up-and-over. An ultrasound was used to gain access to the left common femoral artery and upsized to 6fr sheath over a wire. Both common iliac artery stents were angioplastied with an 8mm x 20mm balloon. Completion angiogram reveals widely patent stents with no evidence of stenosis or flow-limiting distortion in the stent. The left femoral puncture was closed with a 6fr non-medtronic closure device (angio-seal) and the right femoral puncture was closed with an 8fr angio-seal. Distal pulses were intact. There were no complications. Patient was transferred to pacu in stable condition.

Manufacturer narrative:
Additional information: the lesion was located in the mid-superficial femoral artery and presented(B)(4) stenosis. It was reported that the jaw/plunger on the hawk was unable to close and pack the nosecone after the first pass through thus making it ineffective at plaque removal. They were not able to flush the device or remove the plaque manually. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the physician was able to turn off the thumbswitch on the hawkone device. The hawkone device was safely removed from the patient; however, it is unknown the position of the cutter relative to the housing during removal. No damage or missing components were noted from the device. The hawkone did not cause the additional dissection. The patient is currently recovering fine. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the cutter of the hawkone device was located inside the housing upon device removal from the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: lot number provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.